Manufacturer narrative:
The product analysis indicates the reported issue of overheating could not be confirmed. The one-minute pre-repair temperature testing results are as follows: 86 degrees f at the rear, 88 degrees f at the middle, and 90 degrees f at the nose. The nose bearings were replaced. The device was successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
During use, the user experienced excess heat from the visao. There was no adverse event or patient impact as a result of this event.